Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/15/2015 with the following findings: investigation revealed two battery compartment cracks. The keypad was found to be detached. Evaluation revealed all keypad buttons were appropriately responsive. There was evidence of keypad contamination found under all key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed battery compartment damage, keypad damage, and keypad contact contamination. This report is made based on results of the investigation performed on 04/15/2015.